Event description:
Pump received with a note indicating flow alarms, intermittent failure alarms, & that the unit "overinfused." Follow-up with the account indicated that the pump was not involved in the overinfusion. The overinfusion was a separate issue. The pump was found to be slightly over spec for accuracy during testing.